Manufacturer narrative:
A product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed as the handle was found to be broken in two at the cross pin. The returned condition is consistent extensive wear and repeated sterilization of the device over an extended lifetime. The handle of the driver is phenolic le grade, and is susceptible to becoming brittle after being subjected to years of thermal cycling which routinely occurs during sterilization cycles. The small hexagonal screwdriver with holding sleeve (314.02) is a common trauma instrument, noted in many system technique guides including: small fragment, 2.7mm/3.5mm va lcp elbow and standard tibial plateau leveling osteotomy. In each system the driver is utilized to insert screws with 2.5mm hexagonal recesses. The returned instrument was examined and the complaint condition was able to be confirmed as the handle was found to be broken in two at the cross pin. The returned condition is consistent extensive wear and repeated sterilization of the device over an extended lifetime. The handle of the driver is phenolic le grade, and is susceptible to becoming brittle after being subjected to years of thermal cycling which routinely occurs during sterilization cycles. A review of the design drawings was performed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. The returned condition is consistent extensive wear and repeated sterilization of the device over an extended lifetime of over 13 years which is a result of the age and maintenance of the device. The design was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. (B)(4). Device is an instrument and is not implanted/explanted. A service history record review was attempted for the subject device. The review could not be completed because the device is a lot-controlled item. The manufacture date of this item is 31-may-2002. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was also performed for the subject device. The customer reported the handle snapped in half. The repair technician reported ¿handle cracked/broken¿ as the reason for repair. The item is not repairable. The cause of the issue is unknown. The item will be forwarded to the synthes complaint handling unit for additional investigation. The results of the additional investigation are pending. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a veterinary tibial plateau leveling osteotomy procedure a small hexagonal screwdriver with holding sleeve handle snapped in half. Fragments were not generated. The procedure was completed successfully with no harm to the animal patient. The post-operative status was reported as stable. There was a five minute surgical delay due to the reported event. This report is 1 of 1 for (B)(4).